Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 115 mg/dl. Attempt was made by tandem technical support to follow-up with the customer if back-up therapy was obtained, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.